Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.2.1. Operating system: 26.1. Hardware: iphone14.3. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the cannula had dislodged within 30 minutes of insertion and began leaking insulin around the insertion site (left side of abdomen). No blood glucose readings were reported, however the patient stated that their blood glucose levels were rising. The patient stated that the adhesive was still secure and that they rotate the location of the insertion site. No treatment was reported.